Event description:
It was reported that during a stent placement procedure via right brachial artery, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but a photo was provided which shows the entire stent delivery system with the stent still loaded in the delivery catheter. The t-luer is detached from the slider and the slider has been displaced all the way proximally showing the device was fully activated using the trigger. It is considered that the detachment of the t-luer from the slider led to the eventual failure to deploy the stent using the trigger. Based on the available information and analysis of the provided photo, the investigation is confirmed for detachment and failure to deploy is considered to have been a cascading event. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". With regards to device warnings, the instructions for use states "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessaries, the instructions for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was in the aortic vessel which represents off-label use. (Expiry date: 07/2024).

Event description:
It was reported that during a stent placement procedure via right brachial artery, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 07/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.